Manufacturer narrative:
The user facility reported the detailed reprocessing method as follows. There were no abnormalities in the accessories used for reprocessing. The user performed manual cleaning within 1 hour after the procedure was completed. The device has passed the leakage test. The instrument / suction channel, suction cylinder, and instrument channel port were brushed using the neutral enzyme cleaner medipole ex2. The device was reprocessed with the olympus automated endoscope reprocessor model oer-3 according to the instruction manual using olympus-designated detergent. The disinfectant used was within the effective period and within the effective concentration range. The device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from suction channel of the device tested positive for microbacterium species and candida parapsilosis. The user facility did not provide other detailed information such as the number of microbes. The user facility collected samples from the stored device on october 8, 2021. The device was last reprocessed on october 7, 2021. Since the cause of the failure was unknown, the user reprocessed the device with manual and an olympus automatic endoscopy reprocessor model oer-3, but the result of the second microbiological testing was also positive. Therefore, the user facility has stopped using the device. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus medical systems corp. (Omsc). As a result of the evaluation, the following was confirmed. -the inside of the pipeline from the instrument channel outlet at the distal end to the suction connector was observed, but no abnormalities such as buckling, dirt, or foreign material adhesion were confirmed. -no significant dirt or foreign material was found around the instrument channel port or cylinder. The exact cause of the reported event could not be conclusively determined. From the following investigation results, omsc was unable to determine the association between the reported event and the device. -microbacterium species and candida parapsilosis were detected as a result of culture test of samples taken from the suction channel. -the numbers of microbacterium species and candida parapsilosis detected were unknown. -no obvious deviation from the instruction manual could be confirmed. The device was sent to olympus service operation repair center (sorc) for repair. As a result of the inspection by sorc, it was found that the insufficient angulation, play of angulation, broken and worn rubber of remote switch 1, scratches on insertion tube, chipped adhesive of bending section rubber, crack of light guide lens, peeling of the adhesive of the light guide lens and the objective lens and leakage from the up/down angulation control knob. In addition, rubber wear on the remote switch 4, scraping of the switch box and grip, paint peeling of the suction cylinder and air/water cylinder, and wrinkles of the universal cord were found device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.